Event description:
Same case as MDR #2134265-2014-06979 and 2134265-2014-06782. It was reported pull back failure occurred. The ilab system and motor drive unit were used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during an imaging procedure the motor drive unit failed to performed automatic pullback. No patient complications were reported and the patients' status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Correction: event date: from (B)(6) 2014 - to (B)(6) 2014. (B)(4).

Event description:
It was further reported that the (B)(4) stenosed target lesion was located in the non tortuous, non calcified proximal ramus interventricularis anterior (riva). It was also further reported that manual pullback was not attempted.